Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient was placed on a triple lumen foley catheter that was not draining well, the urine was not draining, and the doctor was ineffective at manually flushing it, causing the patient pain and reintroducing the catheter, causing patient dissatisfaction and increasing the length of hospitalization.